Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had button error alarm. The customer blood glucose level was unknown. Customer stated that they received low reservoir alert but there was no response even though the esc button was pressed. Customer stated that insulin pump was used for more than 10 years. The device will not be returned for analysis.